Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site, results not yet available.

Event description:
Country of complaint: (B)(4). Thread broke while knotting.